Event description:
A report was received that the patient's precision system will be replaced due to the patient has to charge the device too frequently.

Event description:
A report was received that the patient's precision system will be replaced due to the patient has to charge the device too frequently.

Manufacturer narrative:
Additional information revealed the patient was successfully explanted and is doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-50 (B)(4) description: scs 50cm iii lead.